Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the wire dislodged from the lead lumen and drilled the silicon part of the lead. The lead was deformed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. The analyst also noted: conductors are distorted at 74.1 and 75.2cm, damaged at implant attempt. Test passed, no effect to introducer passing.